Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. It was also reported that the pump was not exposed to extreme temperatures but a temperature alarm occurred; an altitude alarm occurred while the customer was not outside of the labeled operating altitude range; and an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 373 mg/dl.